Manufacturer narrative:
Investigation description: display damage due to impact.

Event description:
It was reported that the ilet touchscreen became cracked and partially unresponsive, with loss of touch response on the upper portion of the display that prevented selection of certain icons, while other on-screen functions remained selectable. Symptoms included no injury and no reported changes in blood glucose. Outcomes included continued diabetes management using backup therapy while awaiting a replacement device. Investigation included customer interview and confirmation of device synchronization prior to shutdown, along with arrangements for return and replacement. Investigation of this case revealed a broken display assembly consistent with physical damage leading to impaired touch functionality, with no associated alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the screen resulting in partial touchscreen failure.